Event description:
On (B) (6) 2008, the pt reported ongoing e4 (occlusion) messages on her insulin infusion device for the "last couple times" her infusion site has been changed. She stated she occasionally has pain at the infusion site. She said she changed her insulin cartridge, infusion headset and tubing this morning and had occlusions "all day." She said when the occlusions occurred she would disconnect from her infusion headset, then reconnect to it without changing any accessories. She would then try to bolus and would again receive an occlusion message. She said her infusion headset cannulas have not been bent. The patient was not experiencing an occlusion at the time of the call so troubleshooting could not be done. Site selection and management were reviewed with the pt and she was advised to try areas on her abdomen not previously used. The pt was sent a complimentary guide to infusion site management and an infusion set insertion device. Further attempts to follow up with the pt were unsuccessful. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.